Event description:
The hlth care professional (hcp) informed the pt that he had an inflammatory mass. The hcp referred the pt to another facility. No pt symptoms were reported. The pt was at home at the time of the event was reported. The pt was encouraged to contact his hcp. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.